Manufacturer narrative:
The exposed portion of the soft cannula was observed to be kinked. During investigation, fluid was able to flow through the entire fluid path. Although the cannula was damaged, the timing and cause of the damage is unknown. No drive stalls or timeouts were observed in the download data. No other damages were observed that would cause the device to fail to deliver insulin. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient's blood glucose (bg) levels exceeded 300 mg/dl, while wearing the pod on the back between 4 and 24 hours.